Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens, -09.50 diopter, had hyperpigmentation on the crystal optical surface. The lens was not implanted and a backup lens was used. There was no report of any apparent injury.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens scratched. (B)(4).